Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient implantable cardiac monitor exhibited under-sensing leading to false pause episode that was caused by loss of contact. No patient consequences reported.